Event description:
It was reported that the patient presented due to a device alert. Interrogation revealed loss of capture, impedances below 200 ohms, impedances above 2000 ohms, and the patient experienced diaphragmatic stimulation. The lead was repositioned in 2009.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.